Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Under flexi scope only partial coaptation was observed. The aus was explanted and replaced. No further patient complications reported.